Event description:
Patient was revised due to loosening of the femoral component, poly wear of the liner and osteolysis.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the known product and lot code since its release for distribution. Product and lot codes were not provided for the reported liner. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/ obsolete since july of 2001. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.